Event description:
It was reported that a patient underwent a hip revision due to dislocation. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02293.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. Reported event was confirmed due to the review of photos. Visual examination of the provided pictures identified a ceramic head and liner with a metal shell. All three components have bio and debris on them. No obvious damage could be observed from the image. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: anatomic alignment of the right hip arthroplasty. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02293-2.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to dislocation. No additional information.